Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported, that after a right tka had been performed on (B)(6) 2023, the patient complained of hot painful knee and was unable to bear weight due to the pain. A revision surgery was performed on (B)(6) 2024 to address this adverse event. The joint was washed out and replaced with a lgn ps high flex xlpe sz 5-6 9mm. Patient's current health status is unknown.

Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code¿. H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, it was communicated that further information is not available. Without medical documentation, the source of the suspected unspecified infection cannot be concluded. Patient impact beyond the reported symptoms and subsequent revision cannot be determined, although a transient post-surgical restorative phase would be anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar a event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. The patient should be warned that that the implant can become damaged as a result of strenuous activity or trauma. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.